Manufacturer narrative:
The service rep was unable to duplicate problem. Checked workstation and mainframe dc voltages. Verified high voltage and interconnect cable intergerity. Reseated pcb's in workstation. System operates as manufacture intended.

Event description:
Left monitor on workstation was intermittently distorted. They continued with the system and completed the case without any further incidence. No pt injury.